Manufacturer narrative:
Findings: motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform excessive no delivery due to motor error alarms noted. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error for the past three to four months. The patient's blood glucose level was 178 mg/dl. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.